Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the wireless footswitch could not be used during a vascular procedure which was completed as planned using the wired footswitch. Per the information collected, the wireless connection between the base station and wireless footswitch is lost intermittently. The connection was not re-established. The customer is currently using the wired footswitch instead of the wireless footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022 ) philips has attempted to obtain patient information. However, the customer has not provided the requested information. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch was not connecting and wired foot pedal was being used. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.